Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero¿ needleless connector experienced leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about leakage from the connection between 515543-zat and maxzero.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-dec-2022 . H6: investigation summary two mz1000 samples were received without packaging for investigation; however, the lot number of the complaint sample was reported unknown. The feedback provided by the customer indicates leakage was detected from the maxzero female luer adapter (fla) in connection with a 515543-zat phaseal infusion set. No connecting products were received to assist the investigation. As part of the investigation the customer provided photographs of the complaint samples; analysis of the photographs in addition to a visual inspection of the returned samples did not identify any damage or manufacturing defects which could have caused or contributed to the customer's experience. The samples were then subjected to pressure testing; no leakage was detected from any point of the component throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience. In this instance the connecting product was not available for investigation; therefore, it was not possible to confirm if this may have contributed to the customer¿s experience.

Event description:
It was reported that the bd maxzero¿ needleless connector experienced leakage. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage from the connection between 515543-zat and maxzero.